Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable, pads, and paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to foreign substance found on an integrated circuit and a capacitor located on the monitor board. The monitor board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. It could not be firmly established how the foreign material was introduced into the device. Analysis of reports of this type has not identified an increase in trend.